Manufacturer narrative:
The event date provided was (B)(6) 2017, however, it was then stated that the event occurred "over the past week". Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient's pump declared an occlusion alarm (alarm number in pump history: 2) during use of a cleo® 90 infusion set. Through troubleshooting with the distributor, it was determined there was a blockage in the tubing. The patient's blood glucose levels reached a high of 400 mg/dl at the time of the event. The patient did not test for ketones. To address the high blood glucose levels, the patient administered manual injections. The patient was going to change their tubing. No permanent injury was reported. See MFR: 3012307300-2017-01360 and 3012307300-2017-01362.